Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. After cleaning keypad traces, unit with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with rattling vibration due to vibrator motor adhesive not adhering. Unit received with cracked case at display window corners and display window. Unit received with minor scratched lcd window. Unit received with bleeding top portion of lcd glass.

Event description:
It was reported the customer was hospitalized for high blood glucose on (B)(6) 2014. Customer's blood glucose was 369 mg/dl at the time of admission. The customer reported experiencing abdominal pain, neck cramps and vomiting from their high blood glucose. Customer also stated they had gotten into a physical altercation with a friend prior to being hospitalized. The cause of the customer's hospitalization was from diabetic ketoacidosis, dehydration and electrolyte depletion. Customer was discharged from the hospital on 08/24/2014. No additional information provided.